Event description:
The user reported that while using the vein harvester to dissect and remove the saphenous vein, the vein was accidently torn. The harvested vessel remained fit for its intended purpose as a coronary artery bypass graft. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.